Event description:
It was reported that the patient had phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2012 (B)(6); 4076 implantable pacing lead 2012 (B)(6); 6935 implantable tachy lead 2012 (B)(6). (B)(4).